Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the buttons on the insulin pump were not responding. The insulin pump was only displaying the correct time and it alarmed but no alarms where displayed. Customer's s blood glucose was 63 mg/dl. Customer¿s mother did not recall any significant event that may have caused the device to alarm. Customer¿s mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.